Event description:
The customer received a blood glucose reading of 600mg/dl on the contour next usb. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. New strips and meter were sent. The customer was advised to return his strips for evaluation. Customer unable to read the strip information.